Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture and balloon dislodgement occurred. The target lesion was located in a "very tight" ureteric stricture. A 6.0 x 40, 135cm mustang balloon catheter was used to advance to the lesion. However, the balloon ruptured circumferentially at 12-15 atmospheres at an unknown number of inflation. Due to the way the balloon ruptured, it could not be removed from the patient. The balloon was attempted to be retrieved with a snare from the bottom end through the penis but was not successful. The patient had to be taken to the operating room theatre for open surgery to retrieve the balloon. The blockage at the ureteric stricture as well as the balloon was removed successfully. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).